Event description:
A distributor in chile reported via a fisher & paykel healthcare representative that the speaker of the airvo2 humidifier was non-operational. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint airvo humidifier was returned to fisher & paykel healthcare (f&p) in new zealand for investigation. The audible alarm function of the complaint device was checked and the device was electrical resistance tested. Results: during testing it was found that the visual alerts on the complaint airvo were operating, however the audible alarm did not function. Electrical resistance testing revealed that the speaker's resistance was open circuit. Conclusion: as part of our ongoing product improvement initiatives, we have implemented a soak test for 100% testing of the speaker harness on the airvo production line, which identifies and discards any faulty speakers prior to assembly into the airvo. Additionally, a new speaker unit has more recently been sourced from a different supplier. The subject airvo was manufactured prior to implementation of the new speaker. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: - prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Manufacturer narrative:
(B)(4). Method: the complaint airvo humidifier is expected, but has not yet been returned to fisher & paykel healthcare in (B)(4) for investigation. We will send a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare representative that the speaker of the airvo2 humidifier was non-operational. No patient consequence was reported.